Event description:
Essure device implanted 2006 is causing, to myself, several health conditions. Extreme menstrual cycles with cramps, getting low range in the hemoglobin. Unbelievable pains all around my body especially the abdomen and the back, chronic migraines, fibromyalgia, inflammatory arthritis, loss of hair.